Manufacturer narrative:
This report is resubmitted on request by the FDA to correct field to initial report. The issue is in -non thread safe access to a list of continuous capture uids when creating the list (a null dataset is added to the list) . Later when stress echo asks for the list, the parser throws a null reference exception and nothing is sent to stress echo task (an empty list) so stress echo doesn't know about continuous capture clips. The issue was fixed in a software release.

Event description:
Previously submitted. Loss of imaging during stress echo; occurred during resting acquisition stage.